Event description:
As the surgeon was engaging the morcellator during the case and the handpiece failed to work properly. He tried with this handpiece then switched to another handpiece which also did not function properly.